Manufacturer narrative:
The complaint of clave valve disengagement (the silicone seal protruding from the top) can be confirmed on the returned one (1) used. List #a1003, 6" (15 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, nanoclave® t-connector, rotating luer; lot #13617560. As received the silicone seal was protruding from the top of the nanoclave. No other damages or anomalies were observed. The probable cause of the protruding seal is due to over pressurizing during use. The directions for use (dfu) states: "prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a 6" (15 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, nanoclave® t-connector, rotating luer. It was reported that the clave valve disengaged from the mechanism. The event occurred when changing fluids and was noticed immediately upon connecting. It was then removed and a second product was used. There was patient involvement but no patient harm.